Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(4), batch: 557496.

Event description:
It was reported that the patients lead migrated which caused inadequate stimulation. Reprogramming was done but was unsuccessful. The patient underwent a revision procedure wherein the lead was repositioned, and the ipg was also moved for better comfort. The device remained implanted.